Manufacturer narrative:
During follow up with the biomedical engineer (be), it was reported that there was no device failure observed. The be reported that the device was undergoing an fco (field change order) implementation. Based on the information provided, the issue does not meet the definition of a complaint. If new information is received and suggest the record is complaint, the record will be reopened and an investigation will be performed.

Event description:
Philips received a complaint from the biomed, reporting that the v60 ventilator's high flow therapy could not reach target. It was unknown how the issue was found. No patient or user harm reported. Investigation is ongoing.